Event description:
It was reported that pump screen was scratched. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support, and no additional information was received regarding any further actions or outcomes.